Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a parathyroid procedure, the first three clips were criss-crossed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m91h0n the analysis results found that the er320 device was received in good visual condition. In addition, a picture of the medical procedure was returned along with the instrument. Upon cycling, the device was noted to be empty and the lockout had been fired through. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident of clip malformation. The instrument was disassembled in order to evaluate the condition of the internal components and the latch posts were noted to be broken, which denotes that the lockout had been fired through. The batch record was reviewed and no anomalies were noted during the manufacturing process.